Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis and variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the ligation band failed to deploy to the target site lesion as the handle was turned. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the suture to be broken with approximately 28 cm attached to the trip wire loop and an examination of the handle assembly found the trip wire was wrapped loosely around the spool and the proximal loop was retracted into the handle. One band had been deployed and was not returned but four of the remaining bands were damaged and rolled out of position. The ligator head teeth were found to be damaged and the handle assembly slot presented evidence that the trip wire had not been fully secured and had slid out of the slot. Functional evaluation of the handle was performed and no issue was noted with the handle assembly. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis and variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the ligation band failed to deploy to the target site lesion as the handle was turned. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.